Event description:
It was reported that this right atrial (ra) lead was explanted and replaced 4 days post-implant due to a painful heart wall perforation that was confirmed with x-rays. This issue resulted in an increase in the capture thresholds, a decrease in p-waves and an out-of-range pacing impedance measurement of over 3000 ohms. This ra lead is not expected to be returned for analysis as it was disposed. No additional adverse patient effects were reported.